Event description:
During an in-clinic follow-up when interrogating the device via radiofrequency (rf) telemetry, the interrogation of the device was noted to be very slow. The root cause of the slow telemetry was unable to be determined. No intervention was performed. The patient was in stable condition.